Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow-up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that pins are missing from the universal oscillating saw attachment. There was no pt harm or delay reported. No add'l clinical info was received prior to this report. If add'l info is received, a f/u medwatch will be submitted.